Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, omsc considered that the reported phenomenon was attributed to the connector became loose due to the accumulation of loosening stress because the cleaning tube could not be attached and detached correctly during handling and some timing, or the lock lever of the cleaning tube connected to the 2 claw connector did not fit completely on one side, which increased the torque load and loosened the connector.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the air/water/instrument channel connector of the subject device was loose and the connecting tube could not be connected. The user reprocessed using with another oer-3. The field service engineer replaced the air/water/instrument channel connector to new one by on-site repair. There was no report of patient injury associated with the event.